Event description:
It was reported that the pt's leads had migrated, one superiorly and one inferiorly. During the revision surgery, a large seroma was found. It was noted that the anchors were intact but had embedded in the anterior section of the wound (i.e. Not attached to the fascia but to the muscle wall). The physician believed there was too much risk of seroma formation again, with resulting potential for further lead migration. The pt's physician, thus, decided to explant the entire system. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Leads model 3878. Analysis of the neurostimulator (B)(4) revealed 'no anomaly found.' The device was functionally ok. Conclusions: one lead was ok, but cut through (suspected explant damage). Final device analysis revealed 'no significant anomalies.' No anomaly was found with the second lead. It was also functionally ok. Two titan anchors were returned for analysis. They were visually examined. No anomaly found.

Event description:
The patient recovered without consequence.

Manufacturer narrative:
Product ID: 3878, lot# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead; product ID: 3878, lot# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead; product ID: 3550-39, lot# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: accessory; product ID: 3550-39, lot# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: accessory; product ID: 3550-39, lot# 0203832193, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
Additional information indicated that as the patient rolled over while getting out of bed, they felt a shock from their neck through both of their feet. The patient had to remain in bed and indicated they were still getting shocking 20 minutes later, so the implantable neurostimulator (ins) was turned off. It was noted that the ins had turned on by itself. X-rays were taken two days later which is when the lead migration was confirmed. It was also noted that 50 ml of infected fluid was removed during the explant procedure and the patient had severe pain. The ¿doctor wanted an x-ray¿ and the patient was sent home but returned to the hospital two days later and was eventually diagnosed with ¿golden staph¿ (staphylococcus aureus). Since the explant, the patient reported that they have continued to have pain, numbness, ¿pins and needles¿, and severe swelling in the legs and feet. They were unable to put on socks and sometimes were unable to put on shoes.